Manufacturer narrative:
The reagent lot number was requested, but not provided. The field service engineer (fse) found a leaking rinse unit nozzle and half-filled cuvettes. The fse replaced the heat cut filter, decontaminated and replaced solenoid valves and associated tubings, and replaced the degrasser tank that was full of water. Following the fse intervention, no further issues were observed. The investigation determined the issue was hardware-related, and the service actions resolved the issue.

Event description:
There was an allegation of questionable aspartate aminotransferase (ast) assay results for a patient sample tested on cobas c 503 analytical unit. The initial result was 34 u/l. The first repeat result was 29 u/l. The second repeat result was 59 u/l. No questionable result was reported out. The first repeat was performed automatically due to middleware rules, and the second repeat was performed according to laboratory practices.